Event description:
(B)(6) study: it was reported intervention was performed for a peri device leak. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure and a 27mm watchman flx closure device was successfully implanted with a complete laa seal with deployed device diameter of 24.0 mm. Prior to the closure procedure, 81 mg aspirin and 5 mg of apixaban were administered. One day post procedure, the patient was discharged on aspirin and apixaban. During the one year follow up, on (B)(6) 2019, a tee revealed size of largest residual jet around device as 3 mm and no thrombus or pericardial effusion was noted. The patient was on aspirin and clopidogrel. On (B)(6) 2019, peri device leak was noted and coil closure procedure was planned in response to the event. On (B)(6) 2019, a chest x-ray revealed stable chest with no acute findings. Tte revealed no pericardial effusion. On (B)(6) 2019, the patient was hospitalized for a planned coil procedure. The patient reported chest pain worsening with deep breath. On the same day, the patient underwent ablation for persistent atrial fibrillation and received 29 minutes of radiofrequency energy and a non-bsc left atrial appendage occluder device placement. The procedure was complicated by development of pericardial effusion and an epicardial drain was placed and was connected to bulb suction draining. The patient was transferred to the intensive care unit (ICU) due to chest pain and shortness of breath. Pericardial drain had drained 70ml overnight. The patient complained of severe anterior chest pain around pericardial drain and had episodic hypotension with blood pressure into the 70s during severe pain. A electrocardiogram (EKG) revealed new st elevations in leads v3 and lateral leads suggestive of pericarditis. The patient was diagnosed with acute blood loss anemia and 4 units of packed red blood cells (prbc) and 1 unit of platelets transfusion was done. A chest x-ray revealed stable chest with no acute findings. Post ij placement chest x-ray revealed right ij central venous catheter with tip of catheter at the mid svc. The same day the outcome of the event was considered as resolved. On (B)(6) 2019, echocardiography was repeated to recheck of any significant residual pericardial effusion, tee revealed no significant residual pericardial effusion. On (B)(6) 2019, the pericardial effusion was considered resolved and on the same day subject was discharged on aspirin and clopidogrel.